Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary:it was reported that device was returned for unknown reason. Visual analysis found the handle to be broken with material missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After investigation the device was found to be broken and scratched.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that device was returned for unknown reason. Visual analysis found the handle to be broken with material missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.